Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The issue was confirmed, and the philip¿s service engineer ultimately replaced the acquisition module and power regulator to resolve the issue. The suspect parts could not be obtained for further failure analysis. The system has returned to service with no similar issues reported.

Event description:
It was reported the epiq 7c ultrasound system was not available during a critical open-heart tee procedure. The system generated an error code, and the user replaced the system to complete the procedure. There was no patient or user harmed because of this issue. The field service engineer was not able to replicate the error code and all system tests passed. It was found the database contained numerous unsent studies, so they were transferred to pacs and the database reset. Philips has started an investigation of this complaint.